Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should also be noted that the IFU states: predilate the lesion with a percutaneous transluminal coronary angioplasty catheter. In this case, it is unknown if the reported IFU deviation caused or contributed the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The nc trek referenced in describe event or problem is being filed under a separate manufacturer report number.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The index procedure on (B)(6) 2015 was to treat a lesion located in the distal right coronary (rca) artery. A 3.5x18 mm absorb was direct stented at 16 atmospheres (atm). The final angiographic residual stenosis was less than 10%. A second 3.5x18 mm absorb scaffold was deployed at 16 atm in the mid left anterior descending artery (lad). There was an area of residual narrowing in the mid part of the scaffold so a 3.25x12 mm nc trek was inflated to 26 atm. The lesion finally cracked and looked good, although there was some distal spasm which responded to intravenous nitrate and an inflation of 2 atmospheres using a non-abbott balloon catheter. On (B)(6) 2016, the patient was readmitted with a stemi and angiography found a large thrombosis burden within the absorb scaffold implanted in the rca. A 6 fr export catheter was used to remove the thrombus. A 2.5x20 mm non-abbott balloon catheter was used for repeat angioplasty in the area of the occlusion. Reopro bolus 11.9 ml was administered intracoronary. Timi 3 flow was re-established. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) which consisted of clopidogrel 75 mg and asprin 100 daily. The patient's medication was changed to clopidogrel 75 mg twice daily for a week and there after once per day. No additional information was provided.